Event description:
It was reported that, during a robotic laparoscopic rectal resection procedure, at the step of rectal displacement, the jaws of a bipolar fenestrated grasper were damaged, resulting in dislodgement of the insulating component into the patient¿s abdominal cavity. The jaw component was immediately retrieved; however, the insulating component could not be located. A thorough search was conducted by mobilizing the organs within the abdominal cavity. Additionally, irrigation fluid was suctioned, and the contents of the drainage canister were filtered; however, the insulating component could not be recovered. The insulating portion is made of polyetheretherketone(peek) material. A computed tomography (CT) scan was not performed on the patient based on the low risk of harm associated with any residual fragments. The search was terminated at the direction of the supervising surgeon. The forceps were subsequently replaced, and the procedure continued. The reported issue resulted in an approximate delay of 50 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.